Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing variable high/undefined pacing impedance, variable high superior vena cava (svc) impedance, oversensing, and noise. A fracture of the rv lead was indicated. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.